Manufacturer narrative:
The sample is not available for evaluation. Lot number is unknown. Should additional information becomes available a follow up medwatch will be submitted. (B)(4).

Event description:
The customer's sales representative called (B)(4) on (B)(6) 2010 and left a voicemail to report that a facility had an incident regarding a viaflex container during chemotherapy, which had caused the patient and two nurses to be sprayed with chemo. During a follow up with the sales representative, he explained that the facility had an issue with baxter's secondary set ((B)(4)) becoming disconnected from baxter's viaflex containers, which caused the chemo spray; the chemo spray did not result from dextrose bag splitting. According to the sales rep, the lot number of both the set and dextrose bag involved in this incident are unknown and samples are not available for this specific event. The following lot numbers are in stock in the facility: (B)(4), (B)(4), and (B)(4); the customer stated that the nurse spikes the bag and it appears to be loose and falls out (disconnects from the bag), which leaves the port open and medication (in this case chemo) to leak/flow out of the bag. In (B)(6) 2010, they switched over to new tubing (baxter) and prior to that, they were using b braun tubing. According to the customer, the baxter (B)(4) is shorter and it is tiered, which b braun's is not. The patient and both nurses are alright after being splashed with the chemo spill. This report addresses the patient.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was not confirmed. The set was spiked passed the chamber into a solution bag; the set was fully primed. Visual inspection of the bag septum showed no puncture site. The spike was removed and re-inserted to the spike chamber. The sample was then hung from an in-house hanger and the tubing was manually pulled to test for separation. The set was then removed and spiked into the b/braun solution bags respectively and again tested for separation using the method as with the solution bag. The reported condition was not confirmed.